Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a stroke either intraoperatively or soon after an implant procedure. The cause of the stroke is unknown. The patient was admitted overnight to a hospital and has since been discharged. The patient has recovered without sequelae.